Event description:
It was reported that during a dental implant procedure while using a stryker handpiece and the bur subject to this report that the bur fractured in the patient's mouth and struck the patient's lower right central incisor fracturing it, and the adjacent left central incisor. It was further reported that both clinical crowns were fractured below the level of the alveolar bone rendering them non-restorable. It was reported that as a result, the patient lost two permanent lower incisors.

Manufacturer narrative:
Device not returned for evaluation. In addition, no lot number was provided for further investigation.